Manufacturer narrative:
Weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Mw5078309.pdf].

Event description:
This report is being submitted in response to an FDA medwatch report # mw5078309 that terumo medical received on july 18, 2018. The event description states the following: during an attempt at femoral arterial access, the needle was inserted into the right femoral artery and wire placed through needle. The wire would not advance, therefore, the doctor started to withdraw it. As it was being pulled back through the needle, the wire sheared off and became lodged behind the right femoral artery (rfa). Multiple attempts were made to retrieve the wire with a snare without success. The doctor consulted and agreed to remove the wire. The wire was removed from an incision in the groin using forceps. The patient required thirty minutes of pressure being held after removal of the wire to achieve hemostasis at the site. Additional information was received on 7/23/18: the type of procedure being performed was a right and left heart cath, angiography, coil occlusion of venous collateral from l innominate vein to la using concentro helix coils, balloon angioplasty of lpa (left pulmonary artery) stent, stent angioplasty of aortic recoarctation. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up 2 to 1). One 0.021" guidewire was returned in two pieces for evaluation. No other accessory components were returned. The section containing the distal "floppy" end measured 2.5 cm. The coils on this portion did not unravel. The proximal section measured 40 cm. There was a significant portion of the wire uncoiled. Microscopy inspection of the unraveled sections and fracture points revealed that the fracture point appeared cut. The complaint can be confirmed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. From the complaint description, the physician inserted the guidewire into the needle. When the physician encountered resistance they withdrew the guidewire through the needle. This is directly against the IFU and likely led to the breakage that was observed. The IFU states: "when using metal needle cannula do not withdraw the guidewire back into the cannula as shearing of the guidewire may result."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.